Manufacturer narrative:
As reported, when a 0.018 x 180cm sv peripheral steerable guidewire (pgw) was removed from the patient¿s body, the coil part 3 or 5 cm from the distal end was stretched. There was no reported patient injury. The lesion was the pulmonary artery which had stenosis. There were no anomalies noted prior to inserting the device into the patient. Additional procedural details were requested but are unknown. A non-sterile guidewire (pgw .018 sv short 180cm st) was received for analysis coiled inside a plastic bag. Per visual analysis, the wire body was observed unraveled/stretched and separated at the distal tip. No other anomalies were observed. Per microscopic analysis, sem results showed the separated area of the body of the sv 018 guidewire presented evidence of diameter reduction, tension marks, and plastic deformation on the wires of the unit. The plastic deformations resulting in a diameter reduction and tension marks are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35260863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿distal tip-wires - fractured-separated" was confirmed since the guidewire was observed separated at the distal tip. However, per microscopic analysis, sem results showed that the separated area of the unit presented evidence of diameter reduction, tension marks, and plastic deformation on the wire of the unit. These material characteristics are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Procedural/handling factors or vessel characteristics (stenosis) may have contributed to the conditions found on the unit. However, the cause of the stretched/unraveled and separated condition could not be conclusively determined during the analysis. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, when a 0.018 x 180cm sv peripheral steerable guidewire (pgw) was removed from the patient¿s body, the coil part 3 or 5 cm from the distal end was stretched. Per visual analysis under the vision system, the wire body was observed unraveled/stretched and separated at the distal tip. There was no reported patient injury. The lesion was the pulmonary artery which had stenosis. There were no anomalies noted prior to inserting the device into the patient. The device will be returned for analysis. Additional procedural details were requested but are unknown.